Event description:
It was reported that the customer experienced resistance when attempting to load the cartridge. Troubleshooting was performed and customer was able to successfully load the cartridge. The customer had elevated blood glucose levels (354 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.